Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker's set screw could not be loosened or removed from the header. While attempting to remove the set screw, silicone was inadvertently engaged, resulting in the set screw completely detaching from the pacemaker header. The pacemaker was not used and was replaced during the procedure. No patient consequences were reported.